Event description:
It was reported that the surgeon was removing a doc ventral cervical stabilization system plate and screws and then performing a corpectomy at c4. One of the doc screws that came out was missing about 1/8" piece of the bottom half of the screw. The surgeon was not sure in which vertebral body the broken piece was left and he was okay with leaving the broken piece of the screw in the vertebral body. He then performed a c4 corpectomy and plated c3-c5 with a competitor¿s plate and screws. It was noted that the surgery was not performed because of broken screw. A competitor¿s posterior screws are reported to have migrated. The surgeon placed screws and rods posteriorly in the cervical area.

Manufacturer narrative:
Examination of the returned screw showed that it had fractured in the threaded portion of the screw. An optical image of the screw revealed evident plastic deformation. The deformation is consistent across the entire surface suggesting the implant underwent a quasi-static failure. The fractured surface also exhibits minor scratches and smooth shiny areas indicative of two surfaces rubbing post fracture. No material defects or other abnormalities were observed in this analysis. A 12 month complaint trend analysis was conducted on the product code as any change in device geometry would change the stress profile on the screw. There were no complaints related to screw breakage post-op. The root cause for the screw breakage cannot be positively identified. However, the deformation is consistent across the entire surface suggesting the implant underwent a quasi-static failure. No corrective action/preventive action is required at this point as there has been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.